Event description:
It was reported original surgery was performed on (B)(6) 2011 for a l5-s1 fusion. At a six month follow up appointment, the surgeon noticed one screw was broken. The broken screw did not warrant immediate revision surgery. At a later time, the surgeon scheduled a revision surgery for (B)(6) 2012. During the revision surgery, the surgeon found an additional broken screw. The surgeon performed further decompression and re-instrumentation. The broken screws were removed without incident. The revision surgery was completed successfully with no harm to patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.